Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to p-wave oversensing and myopotential oversensing was observed. Programming changes were recommended.